Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey. Name: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia issue event on (B)(6) 2026 due to infusion set insulin flow blocked issue and emergency medical treatment was provided at home by ambulance personnel.